Event description:
On (B)(6) 2010, (B)(4) technical services (cts) received a telephone call in which a customer reported an issue with one tina hemodialysis machine. The customer reported that the device has a water leak. The baxter field service representative arranged to go onsite to repair the device. As such, the device will not be returned to cts for evaluation. There was no patient injury as a result of this event.

Manufacturer narrative:
(B)(4). The actual tina device involved was evaluated onsite and the reported condition of water leak was confirmed. The root cause of the leak was determined to be broken tubing near the rinse valve. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The tubing was replaced on the device to fix the reported condition. The device was tested as per baxter operating procedures and protocols and passed all testing.

Manufacturer narrative:
(B)(4). (B)(4) product surveillance spoke with the field service representative who stated the leak was noted when the device was in rinse mode. The field service representative confirmed the patient was not connected.